Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Legal claim received threatening litigation. There are no specific allegation, just personal injury sustained on (B)(6) 2009 due to a defective hip. Update rec'd 1/21/2016-litigation received. This was previously reported as a pinnacle hip, but now asr litigation has been provided. Litigation alleges pain, suffering, and exposure to high metal ions. The unknown liner and head are being changed to asr cup and femoral implant. An unknown taper and stem are being added to the complaint. This complaint was updated on 1/22/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/3/16, 6/7/16 - medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted metallosis, large amount of brownish cloudy joint fluid, and a great deal of dusky and hypertrophic tissue. Part/lot updated. The complaint was updated on: jun 13, 2016.